Event description:
The customer reported to olympus that pseudomonas aeruginosa or escherichia coli (e.coli) infection was detected in five patients after having endoscopic retrograde cholangiopancreatography (ercp) when using an evis lucera elite duodenovideoscope and/or a evis lucera elite duodenovideoscope. Two scopes were used, but it was unknown which scope was used on which patient. Ercps were performed on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 on three patients, who later went on to test positive for e. Coli. The patient who had their ercp performed on (B)(6) 2023 had a fever and was "not in good condition." It was also reported that pseudomonas aeruginosa was detected in patients that had ercp's performed on (B)(6) 2023 and (B)(6) 2023; the organism was detected in blood, not bile. However, test results for pseudomonas aeruginosa and e. Coli strains were all inconsistent, and the facility concluded that there is a difference in microorganism species among the patients, the cause could be nosocomial (in-hospital cross-infection) as these were all hospitalized patients. In addition, it was stated that bedside washing had not been performed accurately at the facility. No bacteria has been detected on the reported scope in the past and no environmental investigation has been conducted at the time of the report. No medical interventions were reported for any of the patients. Of note, one of the scopes was reported to be used on (B)(6) 2023; although no injuries or infections have been reported from that exam date. Additional information regarding specifics about all of the patients has been requested, but not yet received. Patient 1 of 5 patient identifier (B)(6) for device 1 of 2, tjf-q290v . Patient identifier (B)(6) for device 2 of 2, tjf-260v. Patient 2 of 5 patient identifier (B)(6) for device 1 of 2, tjf-q290v. Patient identifier (B)(6) for device 2 of 2, tjf-260v. Patient 3 of 5 patient identifier (B)(6) for device 1 of 2, tjf-q290v . Patient identifier (B)(6) for device 2 of 2, tjf-260v. Patient 4 of 5 patient identifier (B)(6) for device 1 of 2, tjf-q290v . Patient identifier (B)(6) for device 2 of 2, tjf-260v. Patient 5 of 5 patient identifier (B)(6) for device 1 of 2, tjf-q290v . Patient identifier (B)(6) for device 2 of 2, tjf-260v. This medwatch report is for patient identifier (B)(6) for device tjf-260v.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The user reported that no culture test was performed on the oer-5 as the user does not suspect the oer-5. Initially, it was suspected that an olympus scope had caused the patient infection, but subsequent culture test results showed that the strain of bacteria differed between patients, leading to the conclusion that the infection was not cross-infection within the hospital, and the scope was no longer suspected. The customer mentioned that fever was observed in two patients, but that they have been doing well since then and are now recovering. The blood samples of the two patients were tested when they had a fever, but the type of samples is unknown. No culture tests were conducted on any of the devices, but culture tests of the devices are conducted separately as part of periodic inspections at the facility. Additionally, since the strains of bacteria detected in each patient were different, the facility determined that it was most likely a case of introduction rather than cross-infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up (updated fields b3, b5, and g2) and to provide CAPA-201237 investigation activities. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned for evaluation and culture results were not provided. Based on the results of the investigation, it was confirmed that the user deviated from the instructions for use (IFU) and precleaning failed to be practiced correctly. However, a relationship between the subject device and the reported patient infection could not be confirmed. Therefore, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus has explained the importance of bedside washing. Additionally, olympus has reported to the infection control department at the facility that part of the cleaning process (bedside washing) is not being done properly at regular meetings. The infection control department also stated that they do not force the staff to do bedside washing because the device is taken to the washing room immediately after the case and washed. The customer provided the cds processes performed at the user facility: pre cleaning was not performed on the device. However, water was aspirated through the instrument/suction using the suction pump. Additionally, the forceps elevator was not moved to raise and lower three times underwater during suction and the air/water channel was not flushed with water and air by air/water channel cleaning adapter (mh-948). Manual cleaning is performed within one hour. The device passed the leak test. The user washes the outer surface with endofresh s and a sponge. The following is performed during manual cleaning: brushing the instrument/suction channel and distal tip brushing. The forceps elevator was not raised and lowered three times while submerged in cleaning solution. However, the tip was cleaned using delivery adapter (maj-2319). After manual cleaning the scope is reprocessed within ten minutes or as soon as the washer is available. The automated endoscope reprocessors (aer) used is olympus endoscope reprocessor oer-5. The following was performed and appeared ok: statue, maintenance log used with no abnormality, adapters, and the chemistry (end quick). The detergent used is acecide. All cleaning channels were connected to tubes while processing. The disinfectant expiration checked, and the rinse water was controlled. Additionally, the water filter is replaced periodically in accordance with the IFU. The scopes are wiped with a towel to remove water droplets, after alcohol flush. The scopes are placed hanging in storage (no drying function/ dehumidifier installed). Additionally, the scopes are transferred by hand with the user wearing clean gloves. Pre-cleaning was found not to be done as per IFU and there is a deficiency in the bedside cleaning procedure. The facility reported during an interview: the facility reported that at the time of the event, device reprocessing was conducted according to the olympus IFU manual. However, after the reported occurrence, (during an olympus demonstration) it was identified that there were deviations from the reprocessing procedures. The facility did not properly follow the reprocessing steps outlined in the olympus IFU manual. Reprocessing of the endoscope occurs with pre-cleaning simplified. Prior to cleaning with the automated endoscope reprocessors (aer) and chemicals the endoscope is washed once with joy (dishwashing detergent). Once cleaned, each channel of the endoscope is blown with endo push for about 5 seconds. Afterwards, the scopes are hung in the storage cabinet (the area that encounters the storage cabinet covered with a water-absorbing sheet which is replaced once every two weeks), and desiccant is put in the storage cabinet (replaced at least once a month). Visual and functional checks are performed during preparation for use of the device; however, damage checks are not performed, and repairs are requested when abnormalities are found or when instructions are given by doctors. It was also disclosed that during a culture test the scope came up with a positive culture, but it was determined that the outer surface of the scope encountered someone¿s hand who had touched a dirty valve. This case has already been reported to the infection control department. Additionally, it was disclosed that sometimes the staff soaks the endoscope in liquid at night and reprocesses the next morning. To prevent future occurrences, the facility has confirmed with olympus (during demonstration) that the correct reprocessing procedures are being followed. Per the facility, routine reprocessing training/education is provided to new staff members using the reprocessing materials. Olympus will continue to monitor field performance for this device.